Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned with original labeling with the batch number of the complaint on it. The t1, t2, and suture were not returned. The actuator is in the pre-t2 position, and bio debris is present. A functional evaluation was performed on the returned device and found the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Event description:
It was reported that, during a knee arthroscopy with meniscus repair surgery, during t2 deployment, the grey shaft of a fast-fix 360 curved ndl delivery sys didn¿t spring back as expected. The surgeon attempted to manually push the grey shaft upward, but the implant still didn¿t deploy in the meniscus. It slides out from the needle shaft when the handle was withdrawn from the patient. The t-implants were removed from the patient with an arthroscopic grasper. The procedure was resumed after a non-significant delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).